Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,chronic') in an adult female patient who had essure (ess205) (batch no. 12276138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain and hemorrhagic cyst. On (B)(6)2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,") and migraine ("migraines,"). The patient was treated with surgery (hyst. (Full), salping. Unilateral), oophorectomy (unilateral). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, headache, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue and migraine had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy added:essure insertion date as per mr is (B)(6)2005,wheras date in case is (B)(6)-2005 she received treatment for dysmenorrhea (as written) (cramping), pelvic/abdominal, chronic, menorrhagia (heavy menstrual bleeding, bladder/urinary problems ¿ vag. Discharge, fatigue, migraines, headaches trailing coils- right side- 1, left side-16 coils, a third device was placed and deployed without difficulty diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test: (unspecified) (B)(6)2005 (as written per ppf, please note discrepancy with insertion date). Most recent follow-up information incorporated above includes: on (B)(6)2020: mr received: reporter, lot number, medical history, reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain,chronic'). In an adult female patient who had essure (ess205) (batch no. 12276138), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: right lower quadrant pain and hemorrhagic cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (hyst. (Full), salping. Unilateral, oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, headache, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue and migraine had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy added: essure insertion date: as per mr is (B)(6) 2005. Where as date in case is: (B)(6) 2005. She received treatment for dysmenorrhea (as written) (cramping), pelvic/abdominal, chronic, menorrhagia (heavy menstrual bleeding, bladder/urinary problems, vag. Discharge, fatigue, migraines, headaches. Trailing coils; right side: 1, left side: 16 coils. A third device was placed and deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date, essure confirmation test: (unspecified) (B)(6) 2005 (as written per ppf, please note: discrepancy with insertion date). Lot number#: 12276138, manufacturing date: 2005-05, expiration date: 2006-12 . Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,") and migraine ("migraines,"). The patient was treated with surgery (hyst. (Full), salping. Unilateral), oophorectomy (unilateral). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, headache, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue and migraine had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (as written) (cramping), pelvic/abdominal, chronic, menorrhagia (heavy menstrual bleeding, bladder/urinary problems vag. Discharge, fatigue, migraines, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test: (unspecified) (B)(6) 2005 (as written per ppf, please note discrepancy with insertion date). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: events dysmenorrhea (cramping), pelvic/abdominal, chronic, menorrhagia (heavy menstrual bleeding), bladder/urinary problems ¿ vag. Discharge, fatigue, migraines, headaches added. Suspect drug stop date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.